Event description:
It was reported that bd vacutainer® push button blood collection set is leaking. This was discovered during use. The following information was provided by the initial reporter: material no. 367344, batch no. 8276889. It was reported that the butterfly blood collection set tubing is leaking approximately 1/2 cm from the needle end. 2 of 2: date of event unknown (possible 10-aug). Butterfly blood collection set tubing is leaking approximately 1/2 cm from the needle end. 2 boxes of this lot were on hand. 14 out of 28 in the open box were damaged. 16 out of 50 in the unopened box were damaged. Rcvd an email from the customer providing the following: we do not have the actual sets that leaked as they had been used on patients and were therefore contaminated with blood. I do have other examples of the same damage that was found an on the ones that I received complaints about. Two of the events did occur on august 12 the other event I do not have a date for, it was prior to aug 12, they thought it occurred aug 10th. Can you please describe what portion of the wingset was damaged? The line was cut or damaged about 0.5cm from the luer end. Are patient identifiers available? If so, please provide a few (gender, dob, age, weight, etc.) No patient information available. Was there exposure to blood/bodily fluid? If so, provide the details. Yes blood leaked from the cut in the tubing 3 separate reported occurrences. Was the course of treatment changed? If so, provide the details. Patients had to be recollected, 2nd poke.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for cut tubing with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #764355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Additional medical device type: fpa. Additional common device name: intravascular administration set. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set is leaking. This was discovered during use. The following information was provided by the initial reporter: material no. 367344. Batch no. 8276889. It was reported that the butterfly blood collection set tubing is leaking approximately 1/2 cm from the needle end. 2 of 2: date of event unknown (possible (B)(6)). Butterfly blood collection set tubing is leaking approximately 1/2 cm from the needle end. 2 boxes of this lot were on hand. 14 out of 28 in the open box were damaged. 16 out of 50 in the unopened box were damaged. Rcvd an email from the customer providing the following: we do not have the actual sets that leaked as they had been used on patients and were therefore contaminated with blood. I do have other examples of the same damage that was found an on the ones that I received complaints about. Two of the events did occur on august 12 the other event I do not have a date for, it was prior to aug 12, they thought it occurred aug 10th. Can you please describe what portion of the wing set was damaged? The line was cut or damaged about 0.5 cm from the luer end. Are patient identifiers available? If so, please provide a few (gender, dob, age, weight, etc.) No patient information available. Was there exposure to blood/bodily fluid? If so, provide the details. Yes blood leaked from the cut in the tubing 3 separate reported occurrences. Was the course of treatment changed? If so, provide the details. Patients had to be recollected, 2nd poke.